Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the rca. The lesion was 70% stenosed with moderate tortuosity and moderate calcification. Device was removed from packaging per IFU. Device was inspected prior to use with no issues noted. Negative prep was not performed. It is reported that the catheter leaked at 14 atms. The pressure dropped rapidly. One inflation was performed prior to reported issue. The balloon could not be inflated and stent could not be deployed due to leakage in the shaft. Another stent was used to treat the patient successfully. There was no patient injury reported. Device evaluation: the distal tip was flared. There were numerous slight kinks visible along the hypotube, transition and distal shafts. There was a 14.5mm tear on the distal shaft starting from the distal edge of the exchange joint and moving distally along the distal shaft. The tear was protruding outwards from the inner lumen and through the outer shaft. Negative prep confirmed the presence of a leak. On pressurization of the device liquid exited from the tear along the distal shaft. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no deformation evident to the stent struts or segments.

Manufacturer narrative:
Evaluation results: deformation problem (shaft). Related to operational context (device inspected prior to use with no issues noted. Damage to shaft appears to have occurred during advancement of the device). Conclusion results: operational context contributed to event (device inspected prior to use with no issues noted. Damage to shaft appears to have occurred during advancement of the device). (B)(4).